Manufacturer narrative:
The insulin pump had a blank display due to corroded battery cap contacts. The insulin pump was tested with a test battery cap and the insulin pump powered on properly. The insulin pump had a missing keypad overlay and missing dome switches. The functional testing could not be performed due to this damage. Moisture damage was noted to the keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.